Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01244. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil (lot #f65212) out of the other manufacturer's microcatheter without any resistance and attempted to deploy the coil into the aneurysm. However, the first loop of the coil kept popping out of the aneurysm and the physician was unable to properly position the coil. Therefore, the smart coil was re-sheathed and removed without an issue. Next, the physician advanced a new smart coil (lot #f66570) through the same microcatheter without resistance and attempted to deploy this coil into the aneurysm. However, the microcatheter kicked out once the coil was being pushed into the aneurysm. Therefore, this smart coil was also resheathed and removed without an issue. The procedure was then completed using another manufacturer's coils and the same microcatheter. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect to the patient.